Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted several troubleshooting steps, such as using different wall adapters and charging cables, but these did not resolve the issue. Technical support decided to replace the pump, which was still under warranty, and the customer planned to use multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted.